Event description:
It was reported that the patient with this pacemaker presented to the hospital with unexpected fatigue symptoms. The device could not be interrogated, and a premature battery depletion (pbd) concern was raised. Consequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.